Manufacturer narrative:
The investigation is ongoing. We will provide results within a separate follow-up-report.

Event description:
It was reported that: "pt was intubated and on a mandatory mode of ventilation, device failed to deliver adequate flow to support a mandatory breath, the pt became hypoxic, pt went into a ventricular tachcardia requiring x 1 dcr to return to sinus rhythm".